Event description:
It was reported that the patient experienced left arm pain and swelling and went to the emergency department. The patient was admitted with an acute deep vein thrombosis (dvt). A vascular surgeon suspected the dvt to be caused secondary to superior vena cava narrowing with the right ventricular lead in place. The patient was placed on intravenous and oral blood thinners. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.